Manufacturer narrative:
D4: catalog and serial corrected.

Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
An impella cp device was inserted into the left femoral artery in a 64-year-old female patient with a past medical history of coronary artery bypass graft (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on an intra-aortic ballon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the left leg was cold with no pulses. The plan was to remove the cp to treat the limb ischemia. The following day after impella support, the patient expired on support. The impella functioned at p-6 at 2.6l/min as intended. Limb ischemia can be influenced by patient-specific factors such as peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, vasopressor support, and vascular access characteristics. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.